Event description:
Kaz (B)(4) received notification via welch allyn regarding an alleged adverse event that occurred in a doctor's office. A pt claims that he felt pain while having his temperature taken with an ear thermometer. The pt claims to have received a superficial abrasion in his ear canal and a hole in his tympanic membrane. The pt indicated that he will require surgery to repair the injury to his ear drum. The clinician who took his temperature does not recall anything unusual about the pt or the thermometer.